Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament disk drive was replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "filament drive" error message. No pt injury was reported.